Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterilization inspection that a stardrive screwdriver t8 had the cap on top of the handle fall off and an inserter for titanium elastic nails had metal poking through the grip. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was performed. The subject device, part number 359.219, was received as described with the top portion broken off just below the top of the blue handle. The head of the inserter shows dings to the top surface. The t-handle portion has marks from being struck by a mallet as well. The date of manufacture was june 12, 2007. The drawing for the device specifications was reviewed. No drawing issues or discrepancies were noted. The complaint condition was likely caused by instrument age as well as possibly the design of the instrument. The complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.